Event description:
It was reported that the drain was not draining well and appeared to have an air leak. Upon removal of the drain, a tear/slit was noted in the drain, the drain, which was indwelling for 3 days, was removed and did not require replacement. No pt complications were experienced. Eval of the drain noted that 5 1/2" of the drain was missing.

Manufacturer narrative:
One partial drain was received used with 5.5" missing. Visual exam of returned partial sample did not note any rips, tears or breakage along with drain. The drain was examined under 10x magnifying glass, and no mfg deficiencies were noticed along with partial sample. The ends of the drain has a clean cut probably made with a sharp instrument, no stress marks were noted. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "avoid suturing through drains. Drains should lie flat and in the line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).